Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the patient was registered with an overall metric of 2.1. After the craniotomy was performed, the surgeon felt inferiorly inaccurate of 1 cm. The pointer was used to verify relative accuracy over the drapes on the naison and the surface of the skull with relative accuracy. The surgeon then changed and decided that the inaccuracy was actually 1.5 cm superior. No negative outcome on the patient and the surgeon was able to reach the tumor from the craniotomy that was created. There was a 1-minute delay to the procedure.

Manufacturer narrative:
H3: software analysis completed. Multiple registrations were done with minimum registration accuracy of 1.7 mm. Apart from this, there is not enough evidence to know the root-cause of the inaccuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735737, serial/lot #: version 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, an imprecision of 1 centimeter in a superior direction was observed following incisions. It was reported that the registration model was not smooth following thresholding and that the exam met imaging protocol. Following the first tracer registration attempt, the error metric was a value of 3mm. Additionally, a second tracer registration returned a 2mm error metric. The lesion was noted to be on the surface of the patient and the surgeon opted to continue compensating for the imprecision. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.